Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the pace/sense channel of this right ventricular (rv) lead was surgically capped for an unknown reason and successfully replaced. Additional information indicated there was noise on the pace/sense channel resulting in pacing inhibition. It was noted that defibrillation threshold testing was performed to ensure the shock portion of the lead was functioning appropriately. No adverse patient effects were reported.